Event description:
The customer's mother reported that the customer's blood glucose reached 437 mg/dl and that the cannula looked damaged when the pod was removed.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.